Event description:
It was reported that the patient had complaints of pocket pain since implant. The physician decided to revise the pocket and a new pocket location was selected. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Pocket pain